Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. The no delivery test could not be performed due to button/keypad anomaly. The device had cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. It was also reported that the down arrow button was sticking and seems like when the button is pressed, all other buttons get locked. Blood glucose value was 14 mmol/l. The customer stated that the device has two cracks at the upper right corner of the screen and near the battery cap. The insulin pump was not exposed to moisture and a button was not pressed for 3 minutes or longer. The device was returned for analysis.